Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lifescan alleging the her one touch ultra meter was reading in the incorrect units of measurement. Three weeks prior to time of concern, the patient told her doctor that her meter readings were high. The doctor did not check the meter and did not change the patient's diabetes medication, as she was scheduled for surgery. He stated that the hospital would take care of her medication. The patient was discharged following surgery with a urinary catheter in place. The patient's daughter went to the patient's house and tested the patient with reported meter; a result of 429 was obtained. The patient interpreted the result to be 42.9 mmol/l. The patient and daughter may not have been aware that the meter reads "hi" for blood glucose results >33.3 mmol/l. Device. She was diagnosed with a urinary tract infection (uti) and admitted to the hospital for 2 days for treatment of the uti. While the patient was in the hospital, "it was established that the elevated blood glucose levels were due to the urinary infection for which she was treated." While hospitalized, she was kept on her usual oral diabetes medication. The patient went to the diabetes clinic after discharge. The diabetes nurse discovered that the meter was set to mg/dl instead of mmol/l and explained the incorrect units of measurement to the patient. Lifescan customer service confirmed that the meter was set to mg/dl. The meter had previously been set to the correct units of measurement. The patient denied changing the units of measurement in the meter strips. Though the meter was set to the incorrect units of measurement and the patient's elevated blood glucose level was not as high as the patient interpreted it to be, the patient received appropriate treatment at the time of concern. The meter did not contribute to the patient experiencing injury. The complaint is classified as a product malfunction, as the patient denied changing the meter units of measurement. The meter was replaced.